Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the jaws did not open after a breaking noise was heard at the 5th or 6th firing on the cystic duct although the device functioned properly before the event. The jaws clamped the target tissue when it did not open. The device was released by returning the trigger to home position manually. There was no damage on the tissue. The deployed clip formed teardrop-shape. The device did not clamp something hard. The device was not fired after the event. Another device was used to complete the case. There were no adverse consequences to the patient.